Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-02312.

Event description:
During preparation for a medical procedure, the hospital staff opened a neuron 6f 070 delivery catheter (neuron 070) and found the distal end to be kinked. The hospital staff then opened a second neuron 070 and noticed the same type of damage to the distal end. The damage to both neuron 070 was found prior to use and therefore, it was not used in the procedure.

Manufacturer narrative:
Results: the neuron 070 had a kink approximately 102.0 cm from the hub. The catheter had ovalizations along its distal shaft approximately from 104.0 cm to 111.0 cm from the hub. Conclusions: evaluation of the returned devices revealed that the catheters were ovalized along their distal length. If the catheters are forcefully mishandled during preparation, damages such as this may occur. Further investigation revealed kinks on the returned catheters. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.